Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2026 and barbed suture was used. During the process of suturing the perineal intradermal suture for the patient, the doctor found that the suture at the end of the suture had burrs and partially broken, and was not completely disconnected. Upon discovery, an immediate evaluation was conducted. As the suture was nearing completion and did not affect normal use, there was no need to reinforce or remove the wound for re suturing. After tying it up, a photo was taken as evidence and reported to the head nurse . Additional information was requested.

Manufacturer narrative:
(B)(4) date sent: 5/6/2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device a manufacturing record evaluation was performed for the finished device 107bjg/vcp397hcn31 and no non-conformances / manufacturing irregularities related to the malfunction were identified. Additional information was requested, and the following was obtained: were there any patient consequences? No. Are there photos available for analysis? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.